Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 289 mg/dl less than 24 hrs after the pod was activated. Upon removal, he noticed the needle never deployed the cannula into the infusion site.